Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 155 mg/dl. Prior to hospitalization, customer was experiencing low blood glucose of 30 mg/dl; customer treated low blood glucose and was able to elevate blood glucose to 100 mg/dl and it dropped again to 40 mg/dl. Customer then went to the hospital. Healthcare professional at the hospital advised customer that basal was set too high. After adjustments were made, customer's blood glucose stabilized.

Manufacturer narrative:
The customer reported via phone call to the help ling he was returning message regarding low blood glucose follow up. Per customer he has not had any other hospitalized events however; he did have low blood glucose from (B)(6) 2016 ranging from 60 mg/dl to 65 mg/dl. The customer stated while in the hospital the doctor stated the basal rates should be decreased. The customer stated on (B)(6) 2016 the insulin pump basal rates were changed by the nurse practitioner. Reviewed the insulin pump programming per the customer programming is accurate. The customer was advised to speak with his health care professional to up load the insulin pump to carelink and have the health care professional analysis the data that has been captured.